Event description:
It was reported that 5 bd smartsite 20mm closed vial access devices experienced leakage. The following information was provided by the initial reporter: customer has been experiencing leakage. The leak is coming from the bung, where the cva has pierced the bung. When pushing back into the vial via the cva device, they are seeing droplets of drug come out and drip down the vial onto the work area and gloves of our operators.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a mv0520-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 9248. From the feedback provided by the customer it appears that the leakage was observed from the connection between the vial and the mv0520-0006 device during attempted access. As part of the investigation, the customer provided photographs of the affected products however analysis of the photographs did not identify any obvious manufacturing defects which may have contributed to the customer's experience. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A review of the production records from lot 9248 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mv0520-0006 product in the past 12 months.

Event description:
It was reported that 5 bd smartsite 20mm closed vial access devices experienced leakage. The following information was provided by the initial reporter: customer has been experiencing leakage. The leak is coming from the bung, where the cva has pierced the bung. When pushing back into the vial via the cva device, they are seeing droplets of drug come out and drip down the vial onto the work area and gloves of our operators.